Manufacturer narrative:
Evaluation summary: it was caused due to the missing unit in the package after shipping from (B)(4) factory since there was no missing units at the final inspection based on the DHR. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
The distributor received 81096 via invoice no. (B)(4) on oct and we sell to our customer in nov, but our customer claim that when they received, ol-z4 is missing the standard list. This event occurred at the time of before use. There was no report of patient harm.